Event description:
It was reported that a flo-gard compatible blood set had multiple small pores it in. This was observed while priming the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection revealed two pin holes opposite each other in the tube approximately 13cm above the luer lock. The condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.